Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with phrenic nerve, diaphragmatic and pocket stimulation shortly after having pocket revision to have device placed subpectorial. The right atrial (ra) lead was confirmed to have dislodged. The ra lead was reprogrammed and turned off. The right ventricular (rv) lead was reprogrammed. Approximately a week later,both ra and rv leads were explanted and replaced. No further patient complications have been reported as a result of this event.